Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. There were no leaks noted at implant, however there was a slight limbus shoulder due to the elbow coming out on that side. The patient was discharged. The patient presented for the routine 45-day follow up, and transesophageal echocardiography (tee) and computed tomography (CT) confirmed that the device appeared to have shifted into the mitral side causing a 5-7mm leak. There was no evidence of thrombus. There was no immediate intervention required, however the physician is considering coiling the leak at a later date.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. There were no leaks noted at implant, however there was a slight limbus shoulder due to the elbow coming out on that side. The patient was discharged. The patient presented for the routine 45-day follow up, and transesophageal echocardiography (tee) and computed tomography (CT) confirmed that the device appeared to have shifted into the mitral side causing a 5-7mm leak. There was no evidence of thrombus. There was no immediate intervention required, however the physician is considering coiling the leak at a later date. It was further reported the patient remained on oral anticoagulation (oac) medication with plans to schedule additional intervention at a later date. It was further reported the leak size was confirmed to be 5mm.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2025. There were no leaks noted at implant, however there was a slight limbus shoulder due to the elbow coming out on that side. The patient was discharged. The patient presented for the routine 45-day follow up, and transesophageal echocardiography (tee) and computed tomography (CT) confirmed that the device appeared to have shifted into the mitral side causing a 5-7 mm leak. There was no evidence of thrombus. There was no immediate intervention required, however the physician is considering coiling the leak at a later date. It was further reported the patient remained on oral anticoagulation (oac) medication with plans to schedule additional intervention at a later date.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code f2303 added.